Event description:
It was reported that the balloon became stuck with the wire and then peeled away from the wire. A coyote balloon was selected for an arterial procedure. While loading balloon on to the wire it was sticking, but they managed to use it for the case. However, when they tried to remove it off of the wire, it was stuck. It then peeled away from the wire while removing it from inside of the patient. This was the only way they were able to remove it. Patient was fine. Another of the same device was used to complete the procedure. The patient condition after the procedure was stable.